Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for estradiol on the e602 analyzer. It was asked, but it is unknown if an erroneous result was reported outside of the laboratory. It was stated that the customer measures patient samples in duplicate. The sample initially resulted as < 5.00 pg/ml. The sample was repeated, resulting as 119.1 pg/ml. The sample was repeated again, resulting as < 5.00 pg/ml. The sample was repeated on a second e602 analyzer, resulting as < 5.00 pg/ml. The patient was not adversely affected. The estradiol reagent lot number was 120670-012, with an expiration date of 04/08/2016.

Manufacturer narrative:
Investigation of dust collected from the customer's analyzer revealed that it contains high levels of estradiol. After cleaning the analyzer, some decrease in estradiol concentration of collected dust was confirmed. Additional cleaning procedures are ongoing to address the estradiol contamination.

Manufacturer narrative:
Investigations have determined the root cause to be contamination of the environment with estradiol. The analyzer was found to be working within specifications.